Event description:
The customer reported that the ortho provue analyzer resulted a sample containing anti-m as negative during antibody identification testing with vra 131 cell 2. The customer visually inspected the card and cell #2 was negative. The customer repeated the panel testing in manual gel using the same lot of gel cards and reagents and cell #2 reacted positive (2+). No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
The ocd field engineer (fe) indicated that the customer used the analyzer after reporting the incident. The customer (mgr) indicated that they knew the analyzer was operating as expected and felt that the antibody was missed due to the nature of the antibody (cold antibody). The customer requested the fe to visit the site since the pm preventative maintenance was due in a month. The ocd field engineer visited the customer site, performed preventative maintenance, adjusted the camera and created a new reference image. Wadiagnostics results were acceptable. Qc passed. The fe indicated that the instrument was operating as expected. Repairs were not needed. This customer has not logged any complaints against this analyzer since this incident. Incident was isolated. (B) (4).